Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic hysterectomy with bilateral salpingoophorectomy and umbilical hernia repair procedure on (B)(6) 2017 and the barbed suture was used. After the barbed suture was placed, the device found to be expired. The barbed suture was surgically cut out and removed; it was not left in the patient. Additional information has been requested.

Manufacturer narrative:
Additional information was received that indicates this event does not meet reporting criteria. This event therefore is not-reportable.

Manufacturer narrative:
Additional information was requested and the following was obtained: when was it discovered that the product was expired: during the case. When was the decision to remove the expired product: during the case. While patient was in the or or did they have to bring him back for reop: no reop. Can you identify the lot number of the stratafix: no, the packaging was thrown away.